Event description:
Event description guidant received information that these implantable epicardial leads exhibited high impedance that resulted in the inability to deliver a shock. This observation was made during the inducation phase of a routine change-out procedure. The physician elected to cap and abandon these epicardial leads, and implanted an endocardial shocking lead without complication. These capped leads have been in service for 14 years.